Event description:
Medical affairs has been unable to get in contact with the pt; therefore, sent a letter to obtain more clinical information. The pt called alleging that the meter would not power on and did not experience any symptoms at the time of testing. The pt visited physician and was tested on another device; however, there is no information on what the reading was on the physician's meter. The pt was treated with glucose. The pt was using the correct test strips and the meter still did not power on. The battery was replaced less than a year ago and was in good condition and the power issue was not resolved. Customer service sent the pt a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the power issue was not resolved.